Event description:
The consumer reported that they had a loss of stimulation and a return of symptoms. The patient stated they had gone to their healthcare provider's office on (B)(6) and were told that the implant was near depletion and would have to be replaced in a month or two. The patient reported that they were now ready to proceed but the healthcare provider's office no longer service the spinal cord stimulator devices. The patient had back pain and no traumas or falls related to the issue. The change in therapy or symptoms was considered sudden. The indications for use were failed back surgery syndrome and chronic low back pain. Additional information received from the manufacturer representative reported that the patient had reached the elective replacement indicator in may and was planning on replacement in a few months at that time. It was noted that the patient had an appointment to see a neurosurgeon for replacement in november and wanted to have the appointment moved up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.